Manufacturer narrative:
Corrosion was observed on the housing and internal components of the device. The device was unable to use its own power to establish communication to the master pdm. An external power supply was used to power the device and assist in establishing communication. Multiple attempts were made to establish communication with the master pdm, including the removal of the pcb and powering the component itself to establish communication. All attempts made were not able to download the pod data. Investigation of the device found a leak on the unexposed portion of the soft cannula. Fluid was observed leaking from an internal tear on the soft cannula, which diverted the path of the fluid. The location of the internal tear is 0.267" from the nail head. Therefore, the internal tear can be attributed as both the cause behind the device failing to deliver insulin and the presence of corrosion within the device. Additional investigation of the device found cracks on the top housing of the returned device. However, it could not be determined when or how the damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 291 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. A new pod was applied as treatment.